Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was not responding to the surgeon's finger movements. It was further noted that when the surgeon wanted to close, there was resistance and the surgeon felt that the instrument was not cutting the tissue. The surgeon could not open and close the blades easily. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.